Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 14, 2025, senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal. The sensor was inserted on (B)(6) 2025.

Manufacturer narrative:
The user started receiving glucose suspend alert on (B)(6) 2025, day 14 after insertion. From the return material analysis testing, however, the sensor did not reveal any malfunction. A review of the raw sensor data showed depressed signal and reference channels. From the (B)(6) 2025, onwards, there were periods where all the sensing regions blue norm values were below the threshold value, which triggered the glucose suspend alert multiple times. The potential root cause for this may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure. As part of resolution, a return material authorization was issued for sensor replacement. B4. Date of this report 14 may 2025. G3. Date received by the manufacturer? 14 may 2025. D9 device available for evaluation? Yes, on 24 march 2025. H6. Medical device problem code updated to 3005. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.